Event description:
While inserting a 4.0mm cannulated screw the threads peeled entirely off the shaft. All pieces were retrieved from the pt. Surgeon used another screw to complete the procedure.

Manufacturer narrative:
Synthes is unable to determine the manufacture site or the manufacture date without a lot number. No investigation could be performed, no conclusion could be drawn as no device has been received.